Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous proximal right coronary artery. The lesion was not predilated. A 15mm x 2.5mm promus stent was implanted to treat the target lesion. The 8.0mm x 2.5 quantum maverick balloon catheter was used to post-dilate the stent. The balloon was inflated once to 14 atms and then to 20 atms; however, during the third inflation to unspecified atms, the maverick balloon ruptured. The physician completed the procedure with a different device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).